Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -15.5/2.0/045 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vault, lens remains implanted. In the reporters opinion the cause of this event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: per updated information the lens was exchanged for a shorter length lens on (B)(6)2022 and the problem resolved. Claim#: (B)(4).